Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The lead was thoroughly analyzed in an attempt to find the insulation breach mentioned in the event. The analyst also noted that a second technician visually inspected the returned lead to verify the results. Concomitant products: 6944, implantable tachy lead - (B)(6) 2001; 5076, implantable pacing lead - (B)(6) 2001. (B)(4).

Event description:
It was reported that within a couple months of implant, the left ventricular (lv) lead was found to have dislodged into the right atrium. The lead was explanted and replaced. During the replacement procedure, the physician pulled the lead pin out of the device header, and indicated that the lead insulation had separated and wires were exposed. No patient complications have been reported asa result of this event.

Event description:
It was reported that within a couple months of implant, the left ventricular (lv) lead was found to have dislodged into the right atrium. The lead was explanted and replaced. During the replacement procedure, the physician pulled the lead pin out of the device header, and indicated that the lead insulation had separated and wires were exposed. No patient complications have been reported asa result of this event.